Event description:
It was reported that a patient presented to the emergency room reporting an inappropriate shock. Upon interrogation, the patient's right ventricular (rv) lead was found to have exhibited over-sensing of noise, resulting in the inappropriate shock. Rv lead fracture was suspected as the cause of the malfunctions. The rv lead was explanted and replaced on (B)(6) 2022. The patient was stable throughout.

Manufacturer narrative:
The reported events of ¿inappropriate therapy due to oversensing of noise¿ and lead fracture were confirmed. As received, a complete lead was returned in three pieces. X-ray inspection of lead found the inner coil appeared to be broken at the proximal region of the returned distal portion. Sem analysis was performed and confirmed all inner coil filars in region were fractured consistent with fatigue fracture. The reported events were isolated to the fractured inner coil filars of the returned lead.